Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows nonconforming events; however, the associated units were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless stiffened cannula access set was used in an unspecified procedure. It was reported that after the dilator and wire were removed through the introducer, the hub of the introducer came off as the introducer was being removed. A new sheath was inserted and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.